Event description:
It was reported that the pump declared an altitude alarm. Blood glucose levels remained between 54-500 mg/dl. The customer's insulin was initially suspended due to the altitude alarm, but after following instructions from technical support¿such as removing obstructions, cleaning the speaker holes, and reconnecting the cartridge¿the pump resumed normal operation. No further alarms occurred, and the customer received tips to prevent future altitude alarms.